Event description:
One incident of the clamp on the transfer set not occluding the flow of liquid when in the closed position. Per affiliate, this incident occurred during use and no patient injury or medical intervention was associated with this incident